Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 48 mg/dl at the time of incident. The customer provides details regarding symptoms of their low blood glucose episodes such as sweating, blurred vision, weakness, fatigue, and felt like he was going to pass out. Customer was treated with food. Customer was using auto mode feature. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Insulin delivery was not suspended due to sensor glucose values. Customer did not allege insulin pump was over delivering. Troubleshooting was declined for low blood glucose level. The insulin pump will not be returned for analysis.